Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that 12 months post implantation of the vascular stent for treatment of a total occlusion in the left distal sfa, the stent was found to be occluded due to a thrombosis during a follow-up examination. A thrombectomy was performed and in addition, pta and implantation of an additional stent was performed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. No sample was returned. On the basis of the evaluation of the images provided, no indication for an irregular stent placement, irregularity or defect of the stent was found. There is no indication for a relation between the stent and the reported reocclusion. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent reocclusion may be caused by various factors and may occur even inside non-defective stents that were implanted correctly. A reocclusion of the target vessel may be related to the patient's general condition as well as to the vessel anatomy. An irregular stent placement as well as an insufficient pre- or post-dilation may be contributing factors to this type of event. On the basis of the images provided, a definite root cause for the reported event could not be identified. The IFU states that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU sufficiently describes the correct application of the device.

Event description:
It was reported that 12 months post implantation of the vascular stent for treatment of a total occlusion in the left distal sfa, the stent was found to be occluded due to a thrombosis during a follow-up examination. A thrombectomy was performed and in addition, pta and implantation of an additional stent was performed.